Manufacturer narrative:
Investigation pending.

Event description:
The caller alleged a variance between inratio inr results. The results were as follows: (B)(6) 2015: inratio inr=1.7; re-test minutes later inratio inr=4.2. The patient self tester stated that her last reading prior to this date was on (B)(6) 2015 with inratio inr=1.7. She was instructed to increase her warfarin but could not provide actual dose increase information. The patient self tester's therapeutic range is: 2.0-3.0. It was noted that patient was using one fingerstick for multiple tests; added multiple drops of blood and touched finger to the sample well.

Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house strip testing on the reported strip lot meets release criteria. The product performed as expected. A review of the manufacturing batch records for the reported strip lot did not uncover any non-conformances. The lot meets release specifications. The customer was reported to have a bladder infection. This condition may impact the performance of the assay. Although the root cause analysis did not include return testing, improper techniques were identified in the complaint. These could not be ruled out as the cause of the unexpected results. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.